Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 4198968 d4. Medical device expiration date: 31-jan-2026 h4. Device manufacture date: 16-jul-2024 d4: unique identifier (UDI) #: (B)(4). E1. Initial reporter phone #: (B)(6). Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect cap color was observed. Damaged tray pack was also observed in the photo of lot 4198968. Additionally, 100 retention samples of each lot from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. 2 retention shelf packs of lot 4198968 were examined and no damage was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes incorrect cap color. Damaged tray pack was also confirmed for lot 4198968. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes there was 2 tubes with a black color cap and 1 damaged shelf pack. No adverse impact was reported regarding the patient or user.